Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure in 2026 and barbed suture was used. During the procedure, it was reported by the sales rep that they received complaint about stratafix spiral monocryl product code sxmp2b414. 2 complaints from the same lot. First one the suture popped off the needle and second complaint the thread broke when they flexed the knee. Device availability unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current status of the patient? Could you please provide the lot number? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name of person providing answers to follow-up questions: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.